Event description:
It was reported that this brady lead was explanted due to normal battery depletion (nbd). Boston scientific technical services (ts) discussed replacement guide and getting test through pacing system analyzer (psa). The lead was replaced. No adverse patient effects were reported. Subsequently, additional information was received indicating lead was explanted and replaced for unknown issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was explanted due to normal battery depletion (nbd). Boston scientific technical services (ts) discussed replacement guide and getting test through pacing system analyzer (psa). The lead was replaced. No adverse patient effects were reported. Subsequently, additional information was received indicating lead was explanted and replaced for unknown issue. No additional adverse patient effects were reported.